Event description:
Guide wire got stuck in the obtuse marginal (om) branch, was unable to remove, patient sent to the or. Along with wire removal, patient had 3 way bypass for occluded arteries. Attempt was made to open totally occluded artery, removed balloon because it would not cross lesion, then tried to remove wire, multiple attempts made were unsuccessful. Disclosure to family of wire being stuck prior to or.======================manufacturer response for percutaneous transluminal coronary artery (ptca) guidewire, grand slam 300cm (per site reporter).======================no contact to hospital as yet.